Manufacturer narrative:
(B)(4).

Event description:
Procedure type: thoracic. According to the reporter: pressed the green button and clamped down, fired normally but then the jaws would not release. Had to be cut off tissue with clippers. Tissue loss. Minor bleeding under 500cc. No extension of surgical time over 30 minutes. No buttress material was used.